Event description:
During a closed suction procedure the suction bag (sleeving around the catheter) filled with air and water droplets formed, causing inadequate ventilation due to a fault in the ventilator system. No pt injury or medical intervention, other than changing the device, were reported.